Manufacturer narrative:
Results: cva/stroke, dissection. Conclusions: cva/stroke, dissection. (B)(4).

Event description:
During index procedure, two endeavor sprint drug eluting stents were implanted; one in the lmca and one in the cx. Dissection occurred following implant of endeavor sprint drug eluting stent in the lmca. A driver bare metal stent was implanted to treat the dissection. A stroke occurred approximately 60 months post index procedure. Investigator indicated that the event was not related to the study device.